Manufacturer narrative:
Please retract this manufacturer report 2938836-2017-18660, it should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to device implant, during initial interrogation a fail-safe mode on the device was observed. The device was not used.